Manufacturer narrative:
(B)(4). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned and the direct cause of the problem was undetermined. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the homechoice machine. The patient was connected at the time of the alarm. The technical services representative assisted the patient to end therapy. The patient started therapy over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.